Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient was scheduled for a revision procedure approximately 14 years post primary surgery, with a custom femur, due to femur loosening. However, the patient's femur fractured, the femoral component was removed and cement femoral spacer was implanted to allow the surgeon to consider further measures. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. Implant date: 2003. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had an initial universal knee arthroplasty on an unknown date. Subsequently, a revision has been indicated due to femoral loosening. No revision procedure has been reported date. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). The customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted. Device location unknown.

Event description:
It was reported that the patient had an initial universal knee arthroplasty on an unknown date. Subsequently, a revision has been planned in approximately a month. Attempts have been made and additional information on the reported event is unavailable at this time.